Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that two ophthalmic forceps became stuck either immediately upon use inside of the eye or after a few minutes use inside of the eye. An alternate pair of forceps was obtained in order to complete the procedure. There was no harm to the patient. Additional information has been requested.